Event description:
Report by the safety officer stated, "when you have the pump programmed to run at a rate of 75cc an hour, for example, and the volume limit has been reached, instead of alarming and letting the rn know, it simply goes to a tko rate 5cc. It alarms, but if alarm is set low and the user is in another room, user doesn't hear it. This is especially dangerous in the ICU setting with all of the inotropes facility has running. Safety officer almost lost a patient because of this." The device was not identified by the safety officer. Information was not provided regarding patient status, medical intervention, patient injury, or the set up of the infusion device.